Event description:
It was reported that an asymptomatic patient presented to the surgeon approximately 10 months post-op for a routine follow-up. Examination revealed a broken medial plate and a nonunion of the extra articular portion of the fracture. The patient was revised on (B)(6) 2013 to remove the broken medial plate, the unbroken lateral plate and an unknown number of screws. One of the unknown cortex screws broke upon removal. The patient was revised with a 6-hole extra articular distal humerus plate. No further information was provided. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Implant date approx 10 months prior. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested. This device was used for treatment not diagnosis.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional information: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm/3.5mm lateral distal humerus plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The results of the manufacturing evaluation show that part number 02.117.805 was received with numerous surface scratches on the topside. Discoloration was noted in all variable angle holes and in shaft hole 4. There was notable damage to the thread columns in variable angle holes 1-4 and 6, as well as damage to one of the x-cut slots in variable angle hole 1. The part was also received with a broken part (02.117.606) and multiple screws (approximately 15), one of which was broken. Inspection performed during this evaluation against the requirements at the time the part was released found, no irregularities that would have caused or contributed to this condition. Therefore, this complaint is deemed invalid in respect to part number 02.117.805.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The plate is made from implant grade 316l stainless steel, a commonly used plate material. There are many factors that could lead to a non-union and subsequent plate breakage, including surgical technique, patient compliance, patient health or even the design of the product. However, considering the relatively low occurrence rate of this failure, the fact that the material is standard across all product lines and that the plate design elements are utilized in a wide variety of plates, it is unlikely that the design of the plate was a contributing factor in this failure. Due to the very high volume of screws sold across all product lines, the controlled design standards to which the screws are manufactured and no evidence to suggest a trend, it is very unlikely that the screw design contributed to this complaint. Event date is unknown.